Event description:
It was reported that the patient has psychological issues because of receiving inappropriate shocks from the device. It was noted that the shocks were caused by svt's (sustained ventricular tachycardia). The device was explanted and now downgraded with a new device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity.